Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the device at the time of this report. A follow-up report will follow with the information from the DHR.

Event description:
It was reported that during an atec sapphire procedure on (B)(6) 2026, the user experienced issues with the device footswitch in which it was reported that "when pressing the footswitch, it's taking two samples. It's supposed to take only one." It is reported that the procedure was successfully completed. MDR is being submitted due to the report of additional tissue samples being acquired; two samples instead of the intended one. No further information is currently available.